Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test displaying "compressor failure -1001" and "compressor failure - 2001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test displaying a "compressor failure -1001" and an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.